Event description:
Caller reported a minimum fill notification without any specific blood glucose value provided; however, there was no adverse impact to the customer's blood glucose level. Caller initially attempted to resolve the issue by reloading the original cartridge with guidance from technical support, but this was unsuccessful. After failing to resolve the issue by loading a new cartridge, technical support escalated the case, determined that the pump was in warranty, and decided to replace it. Caller was instructed to use multiple daily injections as backup therapy and to place the pump in storage mode before returning it with a pre-paid label, which they understood and acknowledged.